Event description:
This is a spontaneous report by a consumer in the USA of peritonitis in patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day for the event. The cause of the peritonitis was unknown. Treatment rendered for the event was not reported. The patient was recovering from peritonitis. A causality statement was not reported.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11k26034 and h11f28021. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.